Event description:
It was reported that this lead was part of a system revision due to infection. During the follow-up after implantation, redness and swelling were noted in the pocket area. Antibacterial drugs were administered, but pus was found to be draining from the chest incision line. There were no additional adverse patient effects reported. The lead was explanted.